Event description:
It is reported that the device was implanted in 1991. Revision surgery occurred in 2008, due to breakage of the inner bearing of the bi-articular cup.

Manufacturer narrative:
Evaluation summary: the failure of inner bearing of bi-articular prosthesis might have been caused due to friction between the articular surface of the femoral head and the poly. This might have led to wear of the poly surface and ultimate breakage. The inner bearing fracture might also be caused due to the high stress between the femoral head and the poly surface. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.